Manufacturer narrative:
The insulin pump passed the displacement test, active current measurement and self test. However, pump error 63 alarm confirmed in the pump formatted history file due to broken trace at keypad assembly. The insulin pump failed the sleep current measurement due to moisture damage on electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failures. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer stated insulin pump passed self test. Customer stated they had battery failed alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.